Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormally heavy uterine bleeding"), abdominal pain ("chronic abdominal pain"), alopecia ("hair loss"), migraine ("migraine headaches") and allergy to metals ("an allergic reaction to the nickel associated with the coils"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, alopecia, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, migraine, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvis pain (severe)") and uterine haemorrhage ("abnormally heavy uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (three live births on (B)(6) 1990, (B)(6) 1993, (B)(6) 2008), multi gravida and miscarriage. Patient had a nonsmoker. No alcoholic intake. Previously administered products included for contraception: depo provera from 1993 to 2007. Concurrent conditions included dysmenorrhea, allergic reaction to antibiotics and allergic reaction to antibiotics. Family history included hypertension. Concomitant products included medroxyprogesterone (depo provera) for dysmenorrhea and menorrhagia as well as estrogens conjugated (premarin) since (B)(6) 2011, ibuprofen since 2011 and vicodin since (B)(6) 2011. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), alopecia ("hair loss"), migraine ("migraine headaches"), allergy to metals ("an allergic reaction to the nickel associated with the coils") and adnexa uteri pain ("left ovary pain (severe)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, alopecia, migraine, allergy to metals, dysmenorrhoea and adnexa uteri pain outcome was unknown and the uterine haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded) on (B)(6) 2011, add surgical pathology report from page no 19 result was pre-or diagnosis:: severe dysmenorrhea and pelvic pain- gross description received in formalin, appropriately labeled, is a uterus and cervix with altacl1ed fallopian lube remnants, the ovaries are not identified. It weighs 71 grams, and is 8,5 cm in length 6 cm from cornu to cornu x 4.5 cm in depth. The uterus is roughly symmetrical and 1m serosa is purple-tan and finely granular. Fibrous adhesions are not identified. The cervix measures 4 x 3.5 cm and the ectocervix is glistening and pink-tan. The cervical os is paten1 and measures 0.4 cm in diameter. The end cervical canal measures 2.5 cm in length and is lined by furrowed. Glistening, pink-tan end cervical mucosa. No discrete polyps or masses are identified. The endometrial cavity' is roughly triangular and measures 4 cm in length x 2.5 cm in greatest width. Ii is lined by glistening ian endometrium that averages 0.4 cm in thickness. No discrete polyps or masses are identified. The myometrium varies in thickness from 1 cm at the lower uterine segment 10 1.5 cm al the corpus. Transverse serial sections identify firm, homogeneous pink·lan myometrium. No discrete masses or nodules are identified. The fallopian tubes contain portions of metallic wire. They each measure approximately 1.5 cm in length x 0.4 cm in diameter. No cysts or other masses are identified. Representative sections are submitted in cassettes 1 through 5. Current weight: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical record received, new reporter, patient demographic information, patient relevant history, lab data, product indication permanent birth control by bilateral occlusion of the fallopian tubes, concomitant product ,new events abnormal bleeding vaginal menorrhagia , dysmenorrhea cramping and left ovary pain severe were added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.